Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer successfully resolved the issue by using a new cartridge to resume insulin delivery, and no further assistance was needed.